Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was not obstructed,visual summary analysis of the lead indicated damage at implant. The analyst also noted:test stylet used. Inserts fully in lead when alcohol is applied to the lumen to break up the blood ingression.

Event description:
It was reported that during implant the guidewire could not insert in the lead possibly due to a blood clot. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.